Manufacturer narrative:
Device component code relates to device problem code for the reported event of fiber broke. Mfg. Site name- (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a lighttrail reusable 270m laser fiber was broken on an unknown date. It was reported that this occurred during the first utilization. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.